Manufacturer narrative:
.

Event description:
On (B)(4) 2013 it was reported that the physician was unable to interrogate the patient¿s vns during her last visit. The physician stated that he doesn¿t believe it was a programming issue, he said she gained weight and he wasn¿t able to find her generator. The physician sent her for an x-ray. A battery life calculation was performed with the programming history available which showed 0 years remaining until neos, therefore it is possible that the reason the generator could not be interrogated was due to end of service. The physician later reported that the patient has not had her device re-interrogated since the event. The patient also has not gone for x-rays.